Manufacturer narrative:
Since this event resulted in medical/surgical intervention to preclude permanent damage to a body structure or permanent impairment of a body function, it must be presumed that the malfunction would be likely to cause or contribute to a serious injury should it recur. As such, this event meets the definition of a reportable event per 21 cfr part 803. The device was not returned for evaluation. However, the lot number was provided and retained-product testing and/or DHR review are planned. The results will be submitted as they become available.

Event description:
In this event it is reported that a patient experienced during the wearing of non-template aligner arch - suresmile clear aligners reportedly they had tooth #2 break and will need to be repaired.

Manufacturer narrative:
The review of the device history record (DHR) did not reveal any process deviations that could have contributed to the reported issue. The available evidence does not show the alleged event issue. Additionally, the aligners were inspected according to the quality criteria defined in procedure 0281-wi-aln-005-1: aligner final qc & wash.